Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having major issues/accidents and did not feel the implant was working. The patient stated that she had changed programs and settings already. The patient noted that she feels stimulation when using the patient programmer (pp) but then the stimulation sensation goes away. The patient confirmed that the ins is on w/ the pp. No further complications were anticipated/reported.